Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue, it was found the software was corrupted and a lot of mobile view station (mvs) errors in logs. Logs revealed a virtual memory error with the mvs computer. A computer was ordered and replaced, also software 3.1.6 was reloaded. System tested after replacement and passed all checks. System was put back into use. Computer was returned to manufacturer for evaluation. Confirmed reported problem " bad network card". Failed burn-in test. No further issue reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the imaging system was in stand alone mode and the mobile view station (mvs) had blue, unresponsive screen. The rebooted the system and normal function was restored. There was no patient present when this issue was identified.